Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of mechanical issue was confirmed via product analysis. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. The pump was functionally tested and performed within specification. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has leaks in the proximal cylinder body and in the cylinder body attributed to wear at fold; holes were present at corner of fold. Cylinder 2 has a leak in proximal cylinder body attributed to wear at fold; hole at corner of fold was present. Both cylinders were not pressure test due to leak was identified. Both cylinders had wear at fold in cylinder body. The top of rear tip of both cylinders were identified to be cut off. The identified fluid leak is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the physician stated that the implant was not working anymore. He checked the tubing from the pump and cylinders but there was no perforation or leaks that he could see. He suspects it was from the reservoir but was not able to test it. The patient did not experience any symptoms aside from the implants not working. Patient underwent a surgical procedure to replace his inflatable penile prosthesis (ipp).the reservoir was left in the patient but a new one was implanted on the other side of the abdomen.

Event description:
It was reported that the physician stated that the implant was not working anymore. He checked the tubing from the pump and cylinders but there was no perforation or leaks that he could see. He suspects it was from the reservoir but was not able to test it. The patient did not experience any symptoms aside from the implants not working. Patient underwent a surgical procedure to replace his inflatable penile prosthesis (ipp).the reservoir was left in the patient but a new one was implanted on the other side of the abdomen.